Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming arrhythmia's between 3:38 am to 7:28am on (B)(6) 2021. The bme said that the staff noticed this issue because from 6:38 am to 7:28 am the cns was not alarming any tachycardia events either, they transferred the patient to another department that uses transmitters. The bme collected logs and printouts for this event and sent them into nihon kohden for further investigation. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: mu-631ra, serial #: (B)(4), device manufacturer data: 01/01/2016, unique identifier (UDI) #: (B)(4). Input unit: model #: ay-651p-qm, serial #: (B)(4), device manufacturer data: na, unique identifier (UDI) #: (B)(4).